Manufacturer narrative:
.

Event description:
The patient reported their pump was implanted and went home the same day. Overnight the patient experienced "massive morphine overdose" and by six a.m. Couldn't stand. It was reported that a first responder arrived but treatments and/or troubleshooting were not reported. The patient's device was turned off after the patient arrived at the hospital. The device remains implanted but not in use. Additional information has been requested from the hcp but was not available on the date of this report.